Manufacturer narrative:
(B)(4).

Event description:
A hemodialysis facility has reported that during dialysis the patient developed itching and a rash located at the access site the size of a dinner plate. The area is located on the right upper thigh. The event occurred approximately one and one half hours into the treatment. The md was notified and the patient received 50 mg intravenous dose of diphenhydramine as well as ancef IV. The patient was discharged to home without further incident. There is no sample available for an evaluation.